Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a few minutes after completion of balloon aortic valvuloplasty, the impella flows, and motor current dropped with repeated suction alarms. The decision was made to remove this impella due to the low pump flow issue. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. The visual inspection revealed a large clot was observed in the cannula wrapped around the impeller. The cause of the low pump flow was ingested biomaterial due to patient condition. This report is being filed as part of a retrospective review of historical records.